Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50 , serial: (B)(6), batch: 7076227. Product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50 , serial: (B)(6), batch: 7074799. Product family: scs-linear leads upn: m365sc2366500, model: sc-2366-50 , serial: (B)(6), batch: 7074820. Product family: scs-ipg-pc upn: m365sc14320, model: sc-1432 , serial: (B)(6), batch: 208981.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief despite the stimulation capturing her pain areas. Reprogramming was attempted however it was unsuccessful. Additionally, the patient requested an explant of her scs system so she can proceed with a magnetic resonance imaging (MRI) of her right knee. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. The patient was recovering as expected postoperatively and will consider scs re-implantation after her MRI to seek improved pain relief. The explanted devices will not be returned as they were retained by the medical facility.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief despite the stimulation capturing her pain areas. Reprogramming was attempted however it was unsuccessful. Additionally, the patient requested an explant of her scs system so she can proceed with a magnetic resonance imaging (MRI) of her right knee. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. The patient was recovering as expected postoperatively and will consider scs re-implantation after her MRI to seek improved pain relief. The explanted devices will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Correction to blocks b1, h6. Additional information provided in blocks d4, h11. Additional suspect medical device components involved in the event: model number/catalog number: sc-2366-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-6 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2366-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-6 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2366-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear 3-6 lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1432. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: wavewriter alpha prime 32 ipg kit. Unique identifier (UDI) #: (B)(4).